Event description:
The customer reported that she was hospitalized due to low blood glucose levels, with a reading of 10 mg/dl. The customer stated that her sensor was charging at the time, and she didn't realize that her blood glucose levels were dropping. Troubleshooting was performed, and the insulin pump was programmed correctly except for the time and date. Assisted the customer with the correct programming. The insulin pump passed the prime test, but the customer didn't have the tubing clamp for the high pressure test. The customer did not want to conduct the high pressure test, and requested a replacement insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.